Event description:
On an unspecified date, a patient underwent planned percutaneous coronary intervention (pci) via deployment of cobra pzf¿ (size unknown) stent in an unspecified vessel. On 30 sep 2020, it was reported to celonova biosciences that on an unspecified date, the patient presented with possible stent thrombosis. Though multiple requests for information were made, no additional information was provided.

Manufacturer narrative:
H6 coding revised. Health impact code remains 4614 (we were unable to enter this code in h6 section). Stent remains implanted in patient and there was no reported delivery system malfunction; thus, the delivery system is presumed discarded and was not requested. As the lot number was not provided by the site, a review the lot history record (lhr) was unable to be performed. A risk assessment review indicates that thrombosis is captured as a foreseeable event. A review of instructions for use (IFU) was conducted. Thrombosis is labeled in this IFU as a potential adverse event. Causes of stent thrombosis can be multi-factorial and can include patient medical history and comorbidities; not responsive to (or compliant with) prescribed antiplatelet therapy; vessel morphology; thrombogenic vessels; increase in stent surface reactivity; stent thrombogenic for patient; stent heated excessively by magnetic field; stent expanded beyond design intent; stent overstressed leading to fracture, stent is under under-expanded. In this case, a root cause for the stent thrombosis was unable to be determined. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design, or labeling; there is no evidence of a device deficiency.

Manufacturer narrative:
Estimated date of event: (B)(6) 2020. Estimated date of implantation: (B)(6) 2020. Reporter is not the user of device. User is unknown at this time. (B)(4). Stent remains implanted in patient and there was no reported delivery system malfunction; thus, the delivery system is presumed discarded and was not requested. As the lot number was not provided by the site, a review the lot history record (lhr) was unable to be performed. A risk assessment review indicates that thrombosis is captured as a foreseeable event. A review of instructions for use (IFU) was conducted. Thrombosis is labeled in this IFU as a potential adverse event. Investigation is not yet complete. A follow-up report with additional relevant information will be submitted.

Event description:
On an unspecified date, a patient underwent planned percutaneous coronary intervention (pci) via deployment of cobra pzf¿ (size unknown) stent in an unspecified vessel. On 30 sep 2020, it was reported to celonova biosciences that on an unspecified date, the patient presented with possible stent thrombosis. No additional information has been provided, to date; additional information has been requested.